Event description:
The user reported that the hl20 single pump displayed the error message: "safety-s" on startup. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
The user reported that the hl20 single pump displayed the error message: "safety-s" on startup. No harm to any person was reported. A getinge field service technician will be sent onsite for investigation of the device. As soon as new information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
The user reported that the hl20 single pump displayed the error message: "safety-s" on startup. No harm to any person was reported. A getinge field service technician was onsite and investigated the unit in question. For the reported error message "safety-s" the control board and safety board were replaced. For the reported error message "direct" the optical tacho board was replaced. The system was checked according to factory¿s specification and all tests passed. The device was put back into use. Thus the reported failure could be confirmed. The affected parts were not available for further investigation, therefore no technical investigation could be performed. However the reported error message "safety-s" could be linked to the following root cause : - an error occurs when transmitting the signals via the control board to the safety system board. This causes that the safety system board to receive no or incorrect data and therefore triggers the error message: "safety-s". With reference to the hl20 risk assessment file this event can be contributed to: wrong pump speed because of: communication error (e.g. Wrong ratio between master-slave pumps due to communication error the failure mode "direct error" message can also be linked to the following most possible root causes according to the hl 20 risk management file: total fail of device because of defective tacho, relay or pump belt. Device was manufactured in 2012-05-21. The review of the non-conformities during the period of 2012-05-21 to 2022-12-08 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).